Manufacturer narrative:
The reagent lot number and expiration date were not provided. There was an error on the customer¿s water supply, and contaminated water (peroxidase) was sent to the analyzer. The field service engineer performed system decontamination and confirmed that the analyzer was working within specifications. General reagent issues were excluded as the result believed to be corrected was obtained using the same reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable results for approximately 104 patient samples from the cobas 8000 c702 module. One representative example of an initial creatinine result of 357.7 mol/l and a repeat result of 65.5 mol/l was provided.

Manufacturer narrative:
The field service engineer replaced the gear pump head and the pressure gauge. He confirmed the analyzer was performing within specifications. The investigation was unable to determine a specific root cause.